Manufacturer narrative:
We are awaiting the receipt of the complaint device towards conducting a root cause failure analysis. And, we are also in the information gathering mode. When all is complete, a follow-up report reflecting our findings will be filed.

Event description:
Our affiliate is reporting that during a knee procedure, the "hook" portion at the distal end of a vapr hook electrode broke off into the patient's body and remains therein. It is reported that the case was concluded successfully without further incident or harm to the patient.